Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. E1. Initial reporter/healthcare provider (hcp) identifying information was not provided due to country privacy laws. H3. Product analysis: equipment used: vis (m-78210) as found condition: two pipeline flex pushers and two phenom 27 catheters were returned for analysis within a shipping box and plastic resealable bio-pouch. The two pipeline flex pushers and the two phenom 27 catheters were returned within individual plastic resealable pouches. It was not possible to determine which device corresponds to each pli due to the returned conditions. Therefore, device designation will be as phenom 27 catheter a/b. Damage location details: phenom 27 catheter (a): the phenom 27 catheter hub was found to be in good condition. No bends or kinks were found with the phenom 27 catheter body. The phenom 27 catheter distal tip was found to be in good condition. The phenom 27 catheter was flushed, water exited from the distal tip. An in-house 0.021¿ mandrel was inserted through the phenom 27 catheter. Resistance was encountered and a pipeline flex braid was pushed out from within the catheter distal tip. It is not known which pli the pipeline flex braid corresponds to. The pipeline flex braid was found fully open; however, the braid ends were found frayed. Phenom 27 catheter (b): the phenom 27 catheter hub was found to be in good condition. No bends or kinks were found with the phenom 27 catheter body. The phenom 27 catheter distal tip was found to be in good condition. The phenom 27 catheter was flushed, water exited from the distal tip. An in-house 0.021¿ mandrel was inserted through the phenom 27 catheter without issue. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kick back¿ report, the issue could not be confirmed as this usually cannot be confirmed based on returned product evaluation. Possible causes of ¿catheter kick back¿ include patient vessel tortuosity, advancing or retrieving an intraluminal device against resistance, vasospasm, irregular blood flow, or catheter tip under stress during the event. The reported resistance during delivery of the pipeline flex embolization device and the patient¿s ¿strong¿ vessel tortuosity likely contributed to the catheter kick back event. Regarding the customer¿s ¿resistance/stuck in catheter¿ report, the issue was confirmed as a pipeline flex braid was returned stuck within the phenom 27 catheter. In addition, damage to the pipeline flex pusher (stretching/bending) can occur if advanced/retrieved against resistance. Possible causes of ¿resistance/stuck during delivery¿ include the use of an incompatible catheter, catheter damage, patient vessel tortuosity, not maintaining a continuous flush, or the pusher being pulled back/torqued while advancing the pipeline flex within the catheter. It is likely the patient¿s ¿strong¿ vessel tortuosity contributed to the reported resistance event. Pulling/torquing on the pipeline flex pusher could not be ruled out as a potential cause. The phenom 27 catheter is compatible for use with the pipeline flex embolization device and no damages or defects were found with the returned phenom 27 catheters that would have contributed to the reported resistance. However, information regarding if a continuous flush was maintained was not reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that one pipeline encountered resistance with the phenom catheter and a second pipeline failed to deploy in the distal section. The patient was undergoing cerebral aneurysm embolization for treatment of a saccular, unruptured aneurysm in the right internal carotid artery c2 with a max diameter of 10 mm and a 8 mm neck diameter. Landing zone: distal: 3 mm and proximal 3 mm. The accessed vessel was the internal carotid artery with a diameter of 3.5 mm. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet treatment was administered. The postoperative findings related to blood flow imaging showed no particular problems. It was reported that an attempt was made to raise the first ped to the scheduled position, but it was very hard and would not go up; the catheter fell to the front of the aneurysm, so it was collected. It was much harder than usual, so the physician pointed out that it might be an abnormality, so a new one was opened. The second one was said to be easier to raise than the first one, so it was raised to the scheduled position, but this time it was collected due to poor tip deployment. The catheter will fall to the scheduled position at once, so the tip can only be deployed with mca. It was thought that there might be a problem with the catheter, so a third ped was placed using a new catheter, which was somehow successful. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No health damage present. Additional information was received stating that the resistance occurred in the proximal end of the phenom catheter. The pipeline did not open at the pipeline tip. The pipeline was opened in a straight and also in a vessel bend. The pipeline was resheathed many times in an attempt to get it opened. The pipeline did not jump during deployment. Multiple pipelines were used in the procedure. The tip of the phenom was not under stress at first and the tip of the phenom did not move during deployment. There was no damage to the pipeline pushwire or phenom catheter.